Event description:
Doctor reported screwing problem on 4 healing abutments.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a2: age at time of the event unknown / not provided a3: gender unknown / not provided a4: patient weight unknown / not provided b3: date of event unknown / not provided d1: brand name unknown / not provided d4: additional device information unknown / not provided d9: device availability unknown / not provided d10. Concomitant medical products unknown zimmer healing abutment x 3, lot number unknown. Unknown therapy date. G4: premarket identification unknown / not provided h4: device manufacturer date unknown / not provided since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.